Event description:
Kimberly-clark received a complaint indicating that while using one of the suction probes provided in the kit, "...the blue tip came off in the patient's mouth and went down his throat, they retrieved it without any injury to the patient." No patient injury. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as pir (B)(4).

Manufacturer narrative:
Sample has been received but not yet evaluated. Investigation in-process. No additional information received at this time. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.